Event description:
On (B)(6) 2024 a patient in portugal underwent a procedure for the placement of percutaneous endoscopic gastrostomy-jejunal (peg-j) tubes. On (B)(6) 2025 it was reported the patient presented with abdominal pain that had been worsening. A CT scan was performed. On (B)(6) 2025, an endoscopy was done for the removal of the jejunal tube after CT scan revealed intestinal ulcer along the jejunal tube path, edema of structures adjacent to the ulcer and a bezoar. Patient started gastric perfusion on (B)(6) 2025 as indicated by gastroenterology. The jejunal tube will be replaced after the intestine has healed.

Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. A bezoar and intestinal ulcer are known complications of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.